Event description:
The coil would not detach. An sl 10 90 degree micro catheter was placed in a 5mm cavernous aneurysm. A 4mm hyperform balloon was inflated. The coil tested green prior to introduction. After successful insertion and placement of coil, the detachment button was pressed with no detachment noticed. The green light no longer was on and we never heard the three beeps signifying detachment again. They replaced the detachment box and the connection cable was replaced yet no detachment. Coil was removed and another microsphere coil was introduced and detached successfully. Additional information received indicated that pre-deployment test was performed and the detachment button was pressed three to four times before it was safely withdrawn. Upon withdrawal, the coil was observed kinked. Repositioning was necessary once the coil was placed in the aneurysm. There was no noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. The patient was fine and no injury was reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. The audible beeps were heard and the green detachment light remained illuminated during the complete detachment cycle. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment, the inaudible beeps, and the non-illumination of the green detachment light cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
It was reported that the 5 mm x 9.7 cm micrusphere 10 cerecyte microcoil would not detach. A sl 10 90 degree microcatheter was placed in a 5mm cavernous aneurysm. A 4mm hyperform balloon was inflated. The coil tested green prior to introduction during the pre-deployment test. After successful insertion and placement of coil the detachment button was pressed with no detachment noticed. The green light no longer was on and we never heard the 3 beeps signifying detachment again. The detachment button was pressed 3-4 times. The detachment box and the connection cable was replaced; yet no detachment. There is no information available regarding the lot number of these devices. The coil was safely removed with only kinking of the delivery wire reported. Another micrusphere coil was introduced and detached successfully. It was reported that the patient is fine with no injury reported. There was no noticeable resistance encountered anywhere along the delivery path of the microcatheter before reaching the aneurysm. Repositioning was required once the coil was in the aneurysm with moderate maneuvering in order to achieve the desired position. The returned device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. The audible beeps were heard and the green detachment light remained illuminated during the complete detachment cycle. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment, the inaudible beeps, and the non-illumination of the green detachment light cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.